Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial report section b5 was incorrect, correct b5 should be - the patient alleged nasal irritation, sore throat, sinus issue, headache, coughing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found a blue and black contamination at the inlet air filter hole. An internal visual inspection of the device was completed by the manufacturer and found contamination inside of the case on the bottom back and top panels of the case. Tiny residue spots on sound abatement foam and a dusty smoke (non-tobacco) odor. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes contamination found were consistent with blue and black contamination at the inlet air filter hole, contamination inside of the case on the bottom back and top panels of the case, tiny residue spots on sound abatement foam and a dusty smoke (non-tobacco) odor. The manufacturer confirmed there was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.